Event description:
The customer contact reported bleedback. The tubing set was being used to deliver an unspecified solution, with a high pressure injector, at an unspecified pressure and rate. After an unspecified length of time in use, the clave port on the tubing set became loose and an unspecified volume of blood backed up into the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).